Event description:
It was reported that a device alarmed for a system error 322. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce the system error 322. However, review of the history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.